Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2022-00221. A facility reported a cerelink icp probe basic kit (ID 826850) was placed in parenchymal area of a (B)(6)-year-old patient on (B)(6) 2022. Two hours after the sensor was placed, the icp mean started to read negative, then plunged to -50 and the sensor/extension cable error message displayed. They changed the extension cable (ID 826845) however, it did not correct the problem. A cerelink monitor (ID 826820) used was plugged into the wall and alarmed with ¿system fault detected, error code 1019, reboot in 2 minutes¿. The current mean at the time was 15 with a good waveform. The failure occurs after the patient moved. It is unknown if the sensor was disconnected from the monitor during each phase of transport. No patient injury reported.

Manufacturer narrative:
The cerelink icp probe basic kit (ID 826850) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the cerelink unit was inspected by integra lifesciences product development team. The unit was powered on, the power supply was working, and unit was at 80% battery charge. Debug data downloaded from the unit confirms that this unit experienced an out-of-range reading failure, as well as error 1019. The monitor was connected to a bedside monitor, calibrated, and confirmed using a sensor simulator that it was working correctly. The monitor is confirmed to be working to specification, and the failure is confirmed to be out of range sensor. The error 1019 that showed up likely was due to the out-of-range failure observed. The complaint could be verified through failure analysis. Per the failure analyst, the monitor was confirmed to have experienced an out-of-range failure during use by the customer. A report has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.